Event description:
There is no allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Only proximal portion of the lead was returned for analysis, 7.3cm long. Electrical tests of the returned piece indicated normal characteristics. Without return of the entire lead, a complete analysis could not be performed.